Event description:
The scs system has provided relief, but the distal tip of one of the leads is eroding toward the skin surface. The lead was implanted subcutaneously (off-label use). The pt was placed on oral antibiotics in preparation for removal. The physician will monitor and schedule add'l f/u if necessary.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.